Event description:
Healthcare professional reported right side "implant rupture indicated by ultrasound." Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the radius side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Additional observations: wear abrasion observed on the shell. Creases observed on the shell. Stress marks observed on the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, b6, d6b, d9, h3, h6.